Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission in back up vvi. The patient received a vibratory alert and presented in clinic to get the device interrogated. Upon interrogation, it was noted that the device was in back up vvi mode. The device was restored and programmed back to its initial settings. The patient was in stable condition.